Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a znn cmn nail 10mmx36cm 125 r on the right side on (B)(6) 2015. The breakage of the device was reported to us on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to breakage.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that the nail was broken. No further documents were available for investigation. Devices analysis: the broken nail and the associated devices (lag screw, set screw and two cortical screws) were returned for investigation. The visual examination showed that the nail was broken through the lag screw hole. On the proximal fracture site the fracture started from the lateral side (lag screw entry side) of the hole. On both fracture surfaces no material defects that could have triggered the fracture could be detected. The fracture structure showed indications for a fatigue fracture of the nail. Furthermore, the nail showed drilling marks in the lag screw hole and also some polished areas and scratches on the nail surface. The lag screw showed polished areas and some damages around the gliding holes. The cortical screws showed minor damages in the middle of the thread area. On the tip of the set screw a notch could be seen. No other abnormalities can be observed in the returned devices. Review of internal documents: inspection plan was reviewed: the characteristic feature "werkstoff / material: ti6al4v / astm f136" was 100% inspected. Possible causes for the reported event: breakage of implant due to inadequate design of mating components. Not possible as design was validates and function was evaluated breakage of implant due to lack of adequate fatigue strength or due to lack of adequate fatigue strength due to anodization. Possible as the investigation showed that the implant was broken due to fatigue. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible as no corrosion was found during investigation. Breakage of implant due to the implant therapy is performed not as indicated. Possible as no information about the implantation was provided, this point could not be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Possible as no x-rays were sent in, this point could not be excluded. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. Possible as no surgical report of implantation and no x-rays intraoperative were received, this point could not be excluded. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Possible as the nail showed drilling marks on the lag screw hole. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. Possible as no information about the implantation was provided, this point could not be excluded. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail. Possible as the nail showed drilling marks on the lag screw hole. Breakage of implant due to misinterpretation or not consideration of facilitating colorcode leading to improper use/connection of instruments. Possible as no information about the implantation was provided, this point cannot be excluded. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. It is possible that postoperative restrictions were not followed. Breakage of implant due to patient do not follow the postoperative protocol. It is possible that the patient did not follow the postoperative protocol. Breakage of implant due to explanted implant is used for new implantation surgery. Not possible as we received the implant stickers for this surgery and new implants were used. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, there are several factors which may have contributed to the breakage. Overstressing of the implant, patient did not follow the postoperative protocol, poor bone quality, not followed surgical technique. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).